Event description:
Patient reportedly received 66 inappropriate shocks due to a failing defibrillation lead (non sorin). Upon device interrogation on (B)(6) 2014, warning messages were displayed indicating that 7 device resets were recorded, and that last charge time was above 40 seconds. Preliminary analysis confirmed the reported behavior. Patient care recommendations have been provided (re-intervention for ICD replacement and possible defibrillation lead replacement). Information was then received that device and lead had already been replaced on (B)(6) 2014.

Event description:
Patient reportedly received 66 inappropriate shocks due to a failing defibrillation lead (non sorin). Upon device interrogation on (B)(6) 2014, warning messages were displayed indicating that 7 device resets were recorded, and that last charge time was above 40 seconds. Preliminary analysis confirmed the reported behavior. Patient care recommendations have been provided (re-intervention for ICD replacement and possible defibrillation lead replacement). Information was then received that device and lead had already been replaced on (B)(6) 2014.